Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. There were no capas that were confirmed to be associated and no non-conformities related to this issue. Devices met specification prior to release.

Event description:
According to the available information, the static anchor broke off during insertion. The patient was reportedly fine, there was nothing out of the ordinary with the patient anatomy and a new altis was opened.